Event description:
Total hip replacement of left hip (B)(6) 2007 with depuy asr: acetabular cup size 54, uni femoral implant size 47. Taper sleeve adaptor +5 blood clot and readmitted for several days. Treated for approx. 6 months. After post op. Healing still experienced pain and reduced range of motion. Pain limited walking on flat ground or stairs. Sleeping and sitting was uncomfortable. Getting in and out of cars painful. Most exercise difficult. Otc meds. Were ineffective. Lost overall strength. After approx. 2 years without success with original dr, sought out another option. New surgeon discovered masses and determined that a revision was required. Total right hip replacement on (B)(6) 2007 with depuy asr: acetabular cup size 54 uni femoral implant size 47. Taper sleeve adaptor +5. Revision of left hip (B)(6) 2010. Blood clot following surgery. Extended hospital stay and treated.